Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient was treated on the face and one day post treatment noticed a burn and scarring in the middle of the forehead. Reportedly, there were no system errors and nothing out of the ordinary was noticed during treatment. Additional information has been requested but has not been received.

Manufacturer narrative:
The device has not been returned, therefore, a product evaluation could not be conducted. The device history records were reviewed and there were no non-conformities or anomalies found related to the reported event. A review of the manufacturing records showed all requirements were met. Blistering, burns and keloid formation are known possible patient reactions to fraxel treatment. Blistering or burns may develop over the treated areas. If scarring occurs, a thickened scar can result from excessive growth of fibrous tissue.